Event description:
The initial reporter received questionable elecsys hcg+beta and elecsys hiv combi pt results for two patient samples tested on the cobas e 411 analyzer (rack system). Patient sample 1 elecsys hiv combi pt on (B)(6) 2026, the initial result was 13.32 coi (reactive). On (B)(6) 2026, the repeat result was 0.346 coi (non-reactive). Patient sample 2 elecsys hcg+beta on (B)(6) 2026, the initial result was 10.88 miu/ml. The repeat result was 0.100 miu/ml with a data flag.

Manufacturer narrative:
The elecsys hcg+beta reagent lot number is 868696. The elecsys hiv combi pt reagent lot number is 869764. The expiration dates were not provided. The investigation is ongoing.